Event description:
The customer complaint is that when the unit is unplugged into the cigarette lighter using the enclosed psi care adapter cable, after the initial power up, the unit will continually recycle the power up routine and never begin to ventilate. The external power led changes between green and amber.